Event description:
It was reported that a crack in the lens vial caused the liquid to leak out.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Note: envista toric is not currently approved for marketing in the united states. This report is being submitted based on similarity with envista intraocular lens.